Event description:
While using a byte night aligners, patient reported that they have experienced their bottom row of teeth extremely loose, gum issues, severe pain and alignment of their teeth are now worse.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.